Event description:
It was reported that in the during spinal procedure, the midas drill skived on l3 causing patient to shift and causing the screws to be inaccurate. The surgeon revised the screws. It was reported that the patient was affected. On follow-up it was reported that the drill skived at l3 and must have hit a nerve. Patient flinched due to nerve irritation and screws after that were inaccurate. No errors on the work station indicating shift. Surgeon switched to stealth to redirect the misplaced screws. Intraoperatively, the patient had decreased densities in left leg according to neuro monitoring and also deviation less than 3.5mm. It was also reported that there was a delay roughly an hour, during delay o arm spin and redirecting of screws with navigation took place.

Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m800-r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: em800, serial/lot #: (B)(6), UDI#: (B)(4) associated regulatory report already submitted regulatory rep #:3005075696-2023-00067 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On followup it was reported that there are no issues with these drills, tools or attachments and there is no further information available. It was stated that the facility have been used the devices several times since this event. The anomaly that occurred has nothing to do with the instrumentation that was used but is a possibility during robotic procedures.